Event description:
It was reported that the battery was at recommended replacement time 18 months after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The result of analysis is inconclusive as to the cause of early battery depletion. However, the number of recorded episodes and excessive carelink sessions were likely contributing factors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-68 implantable tachy lead 2001 (B)(6); 5076-52 implantable pacing lead 2004 (B)(6); 4193-88 implantable pacing lead 2004 (B)(6). (B)(4).